Event description:
It was reported that towards the end of image guided sinus surgery, navigation unit shut off during the procedure following thermal overload message. Or staff rebooted system, but physician discontinued surgery. When clinical engineering entered the room, device was on and working properly. Surgeon used the term "computer failed" when questioned.====================== manufacturer response for stereotactic, image-guided, surgery, navigation (per site reporter)======================technician specialist came to facility and performed complete inspection.